Manufacturer narrative:
The issue was resolved when they enabled the second display in windows in order to use it within the application. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they unable to see patient data on the central nurse's station (cns) second display. No harm or injury occurred. The issue was resolved when they enabled the second display in windows in order to use it within the application.

Event description:
The customer reported they were unable to see patient data on the second display screen on the central nurse's station (cns). No harm or injury occurred. The issue was resolved when they enabled the second display in windows in order to use it within the application.

Manufacturer narrative:
Details of complaint: the customer reported they were unable to see patient data on the second display screen on the central nurse's station (cns). The issue was resolved when they enabled the second display in the windows display settings for use with the cns application. No patient harm was reported. Investigation summary: nk technical support (ts) assisted the customer with enabling the second display in the windows display settings to resolve the issue. This information suggests that the second display of the cns was not enabled and was not set up properly. A review of the history of the serial number identified no similar complaints regarding this issue, suggesting that the issue had not recurred. Based on the available information, the most probable cause of the issue is incorrect setting/configuration of the device. The issue is a setting related issue. There was no malfunction of the nk device.